Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
The customer reported that the patient was receiving tpn and lipids through a y connector extension set. The set was in use for less than 24 hrs. When the user noticed a cracked on the male luer spin collar and was unable to disconnect the set. There was no report of patient harm.